Manufacturer narrative:
The subject device was received and evaluated at olympus (B)(4) (service business center). Visual inspection on the as is received condition of the device was performed. The device was returned with no accessories. The rear of the top cover has minor scratches. Functional test was performed. The device was verified to be fully powered on. It was observed the device was prompted with an error message immediately. The error message e433 displayed on the touch screen and after a couple seconds the device rebooted on its own only to generate error message e433 again. Error e433 kept generating and displaying on the touch screen and was unable to perform any other functional tests as the device kept rebooting. Further evaluation by service confirmed the reported issue and noted the issue was due to faulty generator board. The generator board needs to be replaced. In addition, the device was noted to be running an old software version (v11-a) and needs to be upgraded. "In general, error e433 has been classified as not safety critical for patients, users and third parties. The architecture of safety of esg-400 prevents further usage of a malfunctioning generator. Main reasons for e433 are a defective foot switch or a broken generator hardware (hf generator board or high voltage power supply board)." Evaluation findings confirmed the customer reported issue of error message e433 and was found to be attributed to faulty generator board. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that during a diagnostic transurethral resection procedure, when connecting the electrode, the generator showed a message "contact olympus" , error 433. The generator was replaced. A different device was used to complete the procedure. The electrode was replaced with a plasmaloop-large (12-30 degrees ) lot 1000085758. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the e433 could be a result of the following: the user activates the foot switch while the generator is booting, faulty foot switch, defective cable connection between hvps board and generator board, defective hvps board, defective generator board, or defective motherboard. The generator boards with error e433 found a destroyed transformer tr1 to be the cause. The subject device within this report was manufactured prior to a design change that was implemented to prevent reoccurrence. Olympus will continue to monitor field performance for this device.